Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken side assessed, as unidentified (tear) opening. And missing side assessed, as inconclusive (shell thickness was within specification). Anxiety-product/procedure: unable to observe, since it is a medical event. And is not related to the device. No additional observation. No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported, a left side exchange from textured to smooth implants, due to the patients concern with the product. Healthcare professional, later reported, left side rupture was found, during the explant surgery. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side exchange from textured to smooth implants due to the patients concern with the product. Healthcare professional later reported left side rupture was found during the explant surgery. Device has been explanted.